Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: brushing was not performed for biopsy port at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Manually cleaning the endoscope and accessories/brush the channels be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii bronchovideoscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus for evaluation. Prior the device being evaluated, the device was sent to an independent laboratory for additional microbial culturing. The microbial culturing results are currently pending. The device will undergo a physical evaluation once the test results indicate that the device is conforming. The cleaning, disinfection, and sterilization (cds) was performed by the customer. Pre-cleaning involved aspiration of water through the instrument and suction channel. The air/water channel was flushed. No detergent was used during pre-cleaning. Manual cleaning involved brushing the instrument/suction channels, suction cylinder, and the distal end. During manual cleaning, a brosse mousse dry scrub brush and lift partners brush were used with the aniosyne x3 detergent. The scope was not manually disinfected. Soluscope was used as the automatic endoscope reprocessor (aer). Soluscope paa was used as the disinfectant and soluscope cln was used as the detergent. The endoscope was stored in a clean storage bin. Olympus was used for maintenance and repair. The endoscope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.